Event description:
During the procedure the crystalloid tubing in the raceway split. The set was changed out in order to complete the case. Blood loss was 25 cc. No intervention was required to compensate for the blood loss.